Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the product complaint for no disposable alarm with cassettes this fall in (B)(6) 2022 and again last week. No patient injury reported.